Event description:
Arterial line tubing became loosened and gradually disconnected when pt's legs were lowered after the prep. The arms were tucked by the sides and covered with sterile drapes so the arterial site was not visible. Ebl 500 cc.